Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. Attachment: literature titled "enterocervical fistula six weeks after laparoscopic mesh sacral colposuspension: a case report". Marmolejo e, massengill j c (march 09, 2025) enterocervical fistula six weeks after laparoscopic mesh sacral colposuspension: a case report. Cureus 17(3): e80306. Doi 10.7759/cureus.80306.

Event description:
According to the available information in the article, the patient underwent a laparoscopic supracervical hysterectomy, bilateral salpingo-oopherectomy, laparoscopic colposuspension with mesh, midurethral sling, and cystoscopy. The immediate postoperative course was complicated by a brief episode of unresponsiveness 8 hours following surgery, which was determined to be a rare reaction to promethazine. On postoperative day 10, the patient complained of a new-onset bulge after feeling a ¿pop¿ when standing up from the couch. On exam, she was observed to have a new stage ii distal posterior wall prolapse. The apex and anterior wall appeared well supported, and there were no other concerning findings on the exam. At her scheduled postoperative visit six weeks after surgery, the patient complained of abnormal brown vaginal discharge without odor. Patient did show a 2 x 2.7 x 2.7 cm fluid collection with air above and to the left of the cervix. The patient was counseled for a return trip to the operating room for an exam under anesthesia and treatment. In the operating room, vaginoscopy and cystoscopy revealed a necrosing cervix. Upon entering the abdomen, small and large bowel were adhered to the laparoscopic mesh well above the cervical attachment. Lysis of adhesions was performed. Once the small bowel was removed from the mesh, a small communicating fistula was found between the small bowel and the mesh. General surgery was consulted for a small bowel resection with primary anastomosis which was performed through a 6 cm open suprapubic transverse laparotomy incision. During the case, the anterior and posterior laparoscopic mesh directly attached to the cervix that communicated with the bowel was excised. This involved the removal of most of the mesh bridge to the sacrum. Surgical pathology of the bowel reviewed no new findings explaining the fistula, specifically there was no evidence of crohn¿s disease or ulcerative colitis. Postoperatively, the patient had no further complications. One-and-a-half years after the fistula surgery, she continued to complain of mild bulge symptoms from her rectocele but declined further treatment.

Event description:
On further review, there is no information contained in the article that links the device or the reported patient effects to restorelle or a coloplast product. There are competitors with this generic product type to treat pelvic organ prolapse. There is no confirmed or reported complaint on the restorelle device at this time.

Manufacturer narrative:
On further review, there is no information contained in the article that links the device or the reported patient effects to restorelle or a coloplast product. There are competitors with this generic product type to treat pelvic organ prolapse. There is no confirmed or reported complaint on the restorelle device at this time.